Event description:
It was reported that a person newly started on the ilet pump experienced hyperglycemia to 310 followed by a low glucose to 59, with the reporter noting the pump likely overcorrected while still learning the individual¿s insulin needs, and oral glucose was used for treatment. Symptoms included hypoglycemia with shaking or tremors and hyperglycemia. Outcomes included classification as a serious injury or illness and an unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available and insufficient information regarding a specific medical device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.